Event description:
A medtronic representative reported that the screw to tighten the long percutaneous clamp will no longer tighten properly. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Replacement part shipped to site (B)(4) 2012. Medtronic evaluation of the suspect device finds that as reported, the adjustment screw has seized. Metal shavings are visible in the threads of the screw. Screw threads are damaged.